Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The last calibration performed on (B)(6) 2021 had acceptable results. It was noted that the qc recovery was not within range on one run for ca2 on the date of the event. The field service engineer found an issue with the rinse tubing and rinse pressures. They replaced the rinse tubing, adjusted the rinse pressures, and replaced the degasser the investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter questioned results for approximately 10 patient samples tested for ca2 calcium gen.2 result on a cobas 8000 c 702 module analyzer. An example of discrepant results was provided for one (1) patient sample: the initial result was 5.8 mg/dl and the repeat result was 6.2 mg/dl a repeat was performed on a different analyzer and the result was 7.6 mg/dl all results were reported outside the laboratory. The repeat results were deemed to be correct. The reagent lot number was 45938201 and the expiration date was 31-may-2021.